Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure on the first attempt to implant the lead the lead¿s helix would not extend. The physician removed the lead from the patient and attempted to extend the helix but was unsuccessful. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.